Event description:
The leads were returned to the manufacturer after being explanted with no information. The leads subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual inspection found outer insulation breached in-vivo environmental stress cracking. It would appear to have been caused at the explant. Concomitant medical products: 4058m implantable pacing lead, (B)(6) 1991. (B)(4).